Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use their current pump and multiple daily injections (mdi) as backup therapy if needed. Technical support decided to replace the pump, and the customer was advised about how to manage the new pump with updated software, including instructional steps for storage mode and returning the malfunctioning pump. The customer received a replacement pump without the requirement for a signature upon delivery.